Event description:
It was initially reported by the surgeon that the pt is having his battery replaced due to eos. Pt's eri status showed that only two months is remaining. Explanted generator was returned to MFR for analysis. Analysis was completed by the MFR. Product analysis of the returned generator revealed that an end of service warning message was rec'd and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, the reported demipulse eos condition was duplicated during diagnostic testing, using parameters from the programming history, which indicated that the generator was approaching eos, (2 month at the returned parameters). There were no adverse functional, mechanical, or visual issues identified with the returned generator. Good faith attempts to obtain add'l info has been unsuccessful till date. Further investigation determined that the root cause of the eos warning messages as being as asic latch-up condition resulting from the pulse generator receiving an electrical transient during implant surgery. The electrical transient is the result of electromagnetic induction (emi) or electrostatic discharge (esd). This emi and/or esd causing the asic latch-up can be attributed to: the use of monopolar electrosurgery in direct contact with the pulse generator; monopolar electrosurgery in close vicinity to the pulse generator; or a major electrostatic discharge.